Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the cartridge began leaking. Customer had elevated blood glucose levels. Customer successfully changed cartridge and infusion set and resumed insulin delivery.